Event description:
It was reported there was an open circuit on one lead that occurred the week prior to report. The patient was ¿not getting anything¿ on one side. They realized that the opens may be associated with the lead configuration/mislabeled leads. It was noted they would attempt to re-configure when the patient comes in and they would recheck the impedances. There was a programming issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3387s-40, lot# va0makx, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0makx, implanted: (B)(6) 2014, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type : extension. (B)(4).